Manufacturer narrative:
G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a thal-quick chest tube dislodged one day following placement in a (B)(6) year-old female patient. On day 10 of admission, the patient was emergently treated for a tension pneumothorax with placement of a thal-quick chest tube at the midaxillary 5th intercostal space via blunt dissection (percutaneous) technique. X-ray imaging confirmed placement in the desired location and the tube was attached to active wall suction to initiate drainage. The patient's chest tube became dislodged overnight, and an x-ray performed later in the morning on admission day 11 showed slight enlargement of the residual right apical pneumothorax. The complaint device was then removed from the patient and was replaced with a new chest tube. The patient was discharged from the hospital one day post-procedure.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that a thal-quick chest tube dislodged. The patient was a 99-year-old female with history of arrhythmia, coronary artery disease, and was on anti-platelet medication. On day 10 of admission, the patient was emergently treated for a tension pneumothorax with placement of a thal-quick chest tube at the midaxillary 5th intercostal space via blunt dissection (percutaneous) technique. Her anti-platelet medication was not adjusted/suspended prior to procedure. X-ray imaging confirmed placement in the desired location, and the tube was attached to active wall suction to initiate drainage. The patient's chest tube became dislodged overnight, and an x-ray performed later in the morning on admission day 11 showed slight enlargement of the residual right apical pneumothorax. The complaint device was then removed from the patient and was replaced with a new chest tube. The patient was discharged from the hospital one day post-procedure. A lot number or a rpn was not provided. A sales search for thal-quick devices sold in USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device contains the following in relation to the reported failure mode: instructions for use ¿11. The chest tube can now be sutured to the skin and is ready for use.¿ based on the information provided, no device return, and the results of the investigation, cook determined that a possible unintended use error was the cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.